Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced significant mental/physical pain and suffering, vaginal pelvic pain, ongoing urinary problems/discomfort, and permanent injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml612501, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.